Manufacturer narrative:
It was reported that this device was subsequently explanted and replaced with the same device family. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Data analysis was requested. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was communicated to the caller. This device remains in service at this time and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Data analysis was requested. <data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a replacement interval was communicated to the caller. This device remains in service at this time and no adverse patient effects were reported.